Event description:
Device was returned for repair with a disconnected actuator. Analysis revealed a small piece broken off and missing. Hospital contact indicated device was not working when used by surgeon. No patient injury or surgical delay was reported.